Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Impedance and sensing was within normal range. The rv lead was explanted. The patient's right venous system was occluded so a new system was implanted on the opposite side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.